Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was noted to be leaking from the bottom. The customers blood glucose (bg) level was impacted (400 mg/dl). The customer was able to load a new cartridge and a bolus was taken to stabilize bg level.